Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of capture and dropped in sensing. The lead was reprogrammed. The patient was asymptomatic.

Event description:
New information states that the right atrial lead was capped and replaced.